Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting b30 scope communication error. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs due to damage to the imaging unit, and dirt on electrical contact of the video connector, curved rubber bonding part worn out, video connector cracked, scratches found on video connector, scratches found on operation part, scratches found on grip, scratches found on up/down plate, scratches found on universal cord, scratches found on light guide connector, scratches on light guide cover glass surface, and scratches found on video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned to the legal manufacturer for additional evaluation. Device was confirmed to have been energized 442 times in total of 18578 minutes by the customer. Device was energized during testing for 120 minutes. After image was checked while applying maximum stress testing on the subject device, the b30 (scope communication error) could not be duplicated. Based on the results of the investigation a definitive root cause could not be determined and this time. However, the following may have contributed to the reported event: 1) dust, stain, or foreign materials attached to the electrical contacts of the video connector, or insufficient condition of connection may have caused a temporary poor electrical contact with the system. 2) mechanical stress such as bumping/dropping may have been applied to the electrical circuit inside the image sensor of the image sensor unit which was embedded in the scope distal end section. Condition of electric connection became temporarily poor, which resulted in negative impact on the image signal output. Image signal output became unstable. 3) excessive electrical stress in the image sensor embedded in the scopes distal end or static electricity was applied accidentally. Connecting or disconnecting the cables while power was on could also have a negative impact on imaging signals. These issues can be compounded by the presence of dust or moisture on the electrical contact. Olympus will continue to monitor field performance for this device.